Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the product history review. Phr-review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Product investigation report result: the specific cause of this complaint could not be determined. Gore did not receive the explanted device, and information regarding the device form was not available. The investigation confirms a broken deployment line but is unable to confirm deployment line fragments remaining in the patient. It is possible the deployment line was damaged during manufacturing, but cause is unable to be established without examination of the product. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device remains implanted, therefore a further investigation is not possible. In addition the hospital stated that no accessories and/or the delivery system are still available. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a deep vein thrombosis in the left thigh with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that first a viabahn-device was implanted successfully without any problems. Subsequently a second viabahn-device was implanted. Here the prosthesis could be deployed completely, however the deployment line could not be removed in all. It was reported that the physician has pulled on the deployment line with some more exertion and the deployment line ruptured according to the physician. It is not clear if a residual of suture material remained in the vessel of the patient. It was stated that the patient is doing fine.